Event description:
It was reported by getinge field safety engineer during maintenance the cs300 intra aortic balloon pump (iabp) customer discovered that there was blood in the system and leak in the iabp catheter. There was no patient involvement and no adverse event reported.

Manufacturer narrative:
Updated fields: b4, d9, g1 (contact person ¿ mfg site), g3, g6, h2, h3, h6 (health effect ¿ clinical code, type of investigation, investigation findings, investigation conclusion, health effect ¿ impact codes, investigation conclusion, component code) and h11. Corrected fields: b5, b6, b7, d5, d10, e1(initial reporter and event site email), e2, e3, h6 (medical device ¿ problem code). Fse replaced the affected parts assy crm german, tubing blood detect iabp and purge valve assembly iabp. Function and calibration ok.

Event description:
It was reported that during maintenance blood was found in the intra aotic balloon pump (iabp).

Manufacturer narrative:
A supplemental report will be submitted upon completion of investigation.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, d10.

Event description:
N/a